Manufacturer narrative:
Product complaint #: (B)(4); (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date, and absorbable hemostat was used. The patient experienced a surgical site infection after the procedure. The ssi may have been treated by drainage of abscesses, returned to operating room for exploratory laparotomy/laparoscopy and antibiotics.